Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the returned device found that the pouch had fragments of material caught in the vendor sealed area creating an air passage. The fragments appear to be tyvek material notches from the vendor sealing process. Merit believes this to be an isolated event and has informed the supplier.

Event description:
The distributor reported that a piece of packaging was identified in the seal of the pouch during their initial inspection of rec'd product. The defect created a breach in the seal. The device was not sent to a user facility.